Manufacturer narrative:
(B)(4). For complaint related to the same device/event see MDR #3010532612-2019-00298 and (B)(4).

Event description:
It was reported by the field service engineer (fse) during repair that the central processing unit (cpu) was found locked up, the piezo alarm was going off, and there was no traces on screen. The fse could not operate the intra-aortic balloon pump (iabp) pump at all. The battery and helium indicators were flashing with red x. The battery had a short run time therefore the battery was replaced. There was no report of patient involvement or consequence.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp battery power low/lost was confirmed by the field service engineer. As a result, the battery was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for complaint related to the same device/event see MDR #3010532612-2019-00298 and tc #(B)(4).

Event description:
It was reported by the field service engineer (fse) during repair that the central processing unit (cpu) was found locked up, the piezo alarm was going off, and there was no traces on screen. The fse could not operate the intra-aortic balloon pump (iabp) pump at all. The battery and helium indicators were flashing with red x. The battery had a short run time therefore the battery was replaced. There was no report of patient involvement or consequence.